Event description:
The facility had sent an infusion pump in for service where a baxter service technician had powered the pump on with a failure code 715. The facility rep had stated that no pt incidents have been reported since the last baxter service event. Although info was requested by baxter, no info was available regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, medical intervention and pt injury. Add'l contact info was requested but no add'l contact was identified.